Event description:
It was reported that there were rusting instruments in the trays. The facility has had these specific trays for about 7-8 years. The instruments are in quarantine at the facility. There was no patient involvement noted. This is report 2 of 4 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. Manufacturing evaluation revealed the device was returned in good condition. There were some dents and dings noticeable. The customer had stamped their identification on the bending iron. There is some possible rust located between the slots. The material and hardness values were deemed to be within tolerances. Due to the unknown root cause of the issue, the unknown date of manufacturing and the investigation conducted, this complaint is deemed to be indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This report is for file (B)(4).